Event description:
It was reported that the catheter was replaced due to a kink in the distal segment. There were no patient symptoms related to the event. The patient status at the time of the report was no injury or adverse event. The device system was used to deliver dilaudid. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8596 serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).